Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) with blood glucose of 500 mg/dl. Customer's blood glucose was 88 mg/dl at the time of call. Customer reported that the infusion set cannula was bent and the insulin pump did not alarm no delivery. Customer was throwing up, had nausea and burning ketones. The customer was treated with insulin pump. Customer was hospitalized for 4 days. The customer was wearing the insulin pump during the hospitalization. Customer also reported to have received a motor error alarm and troubleshooting was performed and completed. Customer stated that the insulin pump drive support cap was normal and they were able to complete the rewind process. The insulin pump will be replaced and is expected to return for analysis.